Manufacturer narrative:
Reported event was able to be confirmed as device was returned. As returned, the shaft and drive connector are disassembled. Reamer did not show any physical damage. Measurements taken were within specifications. The device was sent for analytical testing and report stated the print calls for the cannulated reamer shaft to be press fit into the drive connector using an epoxy adhesive. No epoxy was detected visually under magnification or utilizing ftir. Device history record (DHR) was reviewed and no discrepancies were found. Review of complaint history determined that no further action is required. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total elbow arthroplasty procedure, when entering and then exiting the ulnar canal, the reamer shaft separated from the reamer chuck portion. The reamer was removed by reinserting the shaft and removing on forward. Attempts have been made to obtain additional information however further information is not available at this time.